Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event and treated with an unspecified treatment. At the time of this report, hospitalization was ongoing and the patient was not recovered. Pd therapy was ongoing during treatment and was withdrawn during the later stages. No additional information is available.